Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use, the tip of the balance middleweight hydro guide wire was noted to be broken. There was no reported device use or patient involvement. Another bmw guide wire was used to compete the procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The break was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the wire was stuck in the hoop and was damaged during removal, the wire was removed via the distal end of the wire, or the wire was damaged due to interaction with another device; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.